Event description:
It was reported that upon functional evaluation the sheath was broken off and missing exposing the thermocouple. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.